Manufacturer narrative:
The impella rp was not returned for evaluation, as it was discarded subsequent to the event. Therefore, no device analysis could be performed. Photos of the suspect 23fr introducer were forwarded to the manufacturer for review. A device history review was performed, as well as a lot analysis. Impella rp pump set (0046-0011; s/n (B)(4)) contained 23fr introducer kits originating from batch c1-12705. The 23fr introducer kits originating from batch c1-12705 were inspected at the time of receipt. No relevant issues were found during the incoming inspection of the introducers. In addition, the lot analysis revealed that there were no relevant introducer complaints found that were linked to any other pump set containing introducer kits originating from batch c1-12705. The clinical narrative describes severe bleeding originating from a crack at the 23fr introducer sheath hub. This account was verified with the submission to the manufacturer of two photos showing complaint condition, and confirming the failure to have happened. Because the device was discarded no detailed engineering analysis could be conducted for this failure. Without the product returned for evaluation the root cause of this event is unable to be determined. Because the root cause was unable to be determined, no corrective action is recommended at this time. The failure will continue to be monitored and trended. (B)(4).

Event description:
On (B)(6) 2017 the physicians placed an impella cp in a (B)(6) female patient. The impella cp was placed in the common iliac artery. A cct scan was done which revealed severe pulmonary edema with massive pleura effusion on both sides. The physician made the decision to remove the pump and to then re-insert it in the left ventricle and then to add an impella rp for central perfusion. A tricky wireless re-insertion of the cp occurred with the aortic valve not opening, and with nearly no left ventricle pulsatility. Impella rp placement was begun, but after removal of the 23 fr introducer occurred there was severe patient bleeding from a cracked valve assembly on the introducer. The physician was then able to perform a quick and easy insertion and placement of rp, and the physician was able to change to the repositioning sheath. After placing/starting the rp it was immediately necessary and crucial to place an additional av-ECMO cannula to provide oxygenated blood the central circuit. Loss of patient blood occurred and was estimated not to be over 15 ml/min, with an approximate total of 300 to 500 ml. The patient was reported to have required replacement blood products (rbc, tc, ffp) before, during and after implantation of the impella cp and impella rp, as a result of the patient very critical condition. With the patient's heart doing well the impella rp was successfully weaned from the patient and the device was removed. The patient was successfully supported with both the impella cp and impella rp for 24 days. Upon removal of both impella pumps the patient was reported to be in stable condition.